Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels due to a bent cannula. The reported blood glucose was 723 mg/dl. Prior to the event, the customer forgot to bolus prior to going to bed. Once she realized that she had not bolused, she gave herself a bolus and went to bed. The next morning she woke up nauseous, with blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.